Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
Additional information indicated that the pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was at elective replacement indicator (eri), however, recently it did not. Boston scientific technical services (ts) checked eri with a magnet rate of 85 pacing per minute (ppm) and recently, it was 90 ppm and less than 0.5 years. In addition, ts discussed that eri had 90 days until end of life (eol). Further, ts suggested hex dump for further analysis but the health care professional (hcp) deferred for now. Attempts to obtain additional information were unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.